Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
The icp sensor got cut between the rigid part and flexible part. The sensor was placed on the patient. A new sensor has been placed. Clinical supervision before placing the new sensor. It is the second incident in 8 days. (B)(4) 2014: additional info - the device was implanted. It was changed with a new sensor. No clinical consequence.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. . During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: received connector with internal catheter wires exposed and broken. Catheter material and strain relief broken off at connector. Catheter material and sensor case missing. No testing was possible. Mfg. Date: 10/8/13. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.